Manufacturer narrative:
(B)(4)

Event description:
Post initial MDR submission the device evaluation was completed. The allegation was confirmed via product. The probable cause was unable to be determined via product.

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021 no product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.